Event description:
When the ventilator cycles, the pressure gauge would not read. Investigation found a thin cover was on the adapter going to the pressure gauge. Circuit was pulled and the MFR was notified. All circuits with the same lot # were pulled. The ventilator was being used for neonatal transport. Age at time of event: few hours old.